Event description:
It was reported that last week the patient went to see their health care provider, who turned it up. When they turned it up, it made the patient¿s rectum sore and their bowels didn¿t move. Nothing happened and the patient couldn¿t pee. Before they went down there, the patient was going 7 to 10 times a day. The patient was currently on program 4 at 1.5v. After numerous attempts, the patient was successfully able to decrease stimulation to 1.0v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v836183, implanted: (B)(6) 2011, product type: lead. (B)(4).